Event description:
Granulomatous nodules at injection sites [injection site nodule]. Case description: spontaneous report received on 02-dec-2008 from physician regarding a (B) (6) female pt with a history of previous botox treatment, (B) (6), who experienced granulomatous reaction to prevelle silk after starting prevelle silk. The pt received prevelle silk (lot number r08091, exp 2010-02) into the nasolabial folds, upper lip and oral commissures on (B) (6) 2008. She also received botox (lot number c20905 c3) into the forehead and at the lower lids at that time. The physician discussed the risk-benefit analysis with the pt prior to the procedures. On (B) (6) 2008, approximately 36 days after starting prevelle silk, the pt was seen for an emergency visit. The pt experienced two tender, red, hard, swollen lumps in the nasolabial folds. The physician described these areas as firm, subcutaneous nodules approximately 1 cm in diameter with minimal tenderness and minimal overlying erythema. There was no purulent drainage. The impression was a granulomatous reaction to prevelle. The areas in the nasolabial folds were injected with 0.3 cc of an unspecified product. The physician discussed the possibility a late inflammatory response, and atrophy with the pt. She also prescribed a z-pack for five days. The pt was seen again on (B) (6) 2008. At that time the pt felt she was "worse". She had taken on the z-pack and was getting more lumps. They were not tender or pruritic. Again, firm nodules were noted to the nasolabial folds and upper lip. The impression remained granulomatous response to prevelle silk. The physician discussed treatment options, prognosis and etiology with the pt. Doryx 150 mg daily was prescribed, unspecified labs were drawn and "vitrase" is noted in the record, without elaboration. On (B) (6) 2008, the pt reported she did not received the doryx pills. On (B) (6) 2008, the physician discussed "hydralanic acid" with the pt and informed the pt that the blood work results were normal. On (B) (6) 2008, the pt was seen again. She had been taking methylprednisolone 4 mg since (B) (6) 2008 and had taken acyclovir 200 mg that day. After discussing the risk-benefit analysis detail with the pt, a skin test was done using 2u vitrase (200 u/ml), lot number w0004751, at an unk site. There was no reaction noted after ten minutes, "three nodules in the nasolabial folds were treated with 36 units total of vitrase. On (B) (6) 2008, the pt was seen in follow-up. A lump was noted back on her lip and a nodule was noted on the left side of her face. The pt thought the site was worse. She had completed steroid treatment (B) (6) 2008. The physician noted subcutaneous nodules on the left upper cheek, right nasolabial fold and left nasolabial fold. Her impression was an allergic reaction to hyaluronidase. She discussed treatment options in detail with the pt, who refused an unspecified treatment, vitrase, and a biopsy. The pt was treated with oral prednisone. At the time of this report, the outcome was unk. Additional info in the form of a qa report was received on 09-dec-2008. Results: the production and quality control documentation for lot number r08091, expiry date 02/2010 were reviewed. The investigation showed that the product met specification. No associated non-conformances, were noted.

Manufacturer narrative:
Eval summary: the production and quality control documentation for lot number r08091, expiry date 02/2010 were reviewed. The investigation showed that the product met specification. No associated non-conformances were noted.